Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the customer reported that the freedom driver s/n (B)(4) exhibited a fault alarm while supporting a patient who had a 120-day driver change out at the clinic. The customer also reported the fault alarm occurred after an hour of the driver change out. The customer also reported that the patient was subsequently switched to a backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
On 07 january 2016, the customer reported that the freedom driver s/n (B)(4) exhibited a fault alarm while supporting a patient who had a 120-day driver change out at the clinic. The customer also reported the fault alarm occurred after an hour of the driver change out. The customer also reported that the patient was subsequently switched to a backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. The onboard batteries that were used by the patient at the time of the reported issue were not returned to syncardia and were not evaluated as part of this investigation. Visual inspection of the external and internal components revealed no abnormalities. Review of the alarm history (eeprom) revealed no alarms that occurred while the driver was supporting the patient. Only permanent fault alarms are recorded in the eeprom. Intermittent and recoverable alarms, such as battery alarms, temperature alarms, or fault alarms that are resolved within three to four minutes, are not recorded in the eeprom. The driver was functionally tested and passed all test requirements, which included testing at normotensive and hypertensive settings, with no anomalies or unintended alarms. The driver was then tested for an additional four hours and performed as intended with no issues. The reported fault alarm was not confirmed by review of the eeprom, the fault alarm was not duplicated during testing, and there was no evidence of a device malfunction. It is likely that the patient experienced a fault alarm that did not persist long enough to become latched in the eeprom. The driver was serviced and passed all final performance testing. The reported issue posed a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.